Event description:
As reported by the user facility information by bbm sales organization in germany: "flow rate deviation". According to the complainant the flow has a strong deviation.

Manufacturer narrative:
This report has been identified as b. Braun internal report number 400636836. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space; 2.2 article number: 8713050; 2.3 serial number/batch: (B)(6); 2.4 software version: m030002; 2.5 hours of operation: 40163; 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The device history files from 2023-12-18 was investigated. No abnormalities were found in the device and alarm history. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. The seal on the lower housing were missing. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The measured values were slightly out of tolerance. 3.5 flow rate inspection: 1) a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -6,27%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device did not matches the required values and standards. The measured values is outside our specification. The delivery accuracy was changed to +3%. After set the delivery accuracy the delivery rate was repeated: 2) a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -4,09%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our . 3.6 disassembling: the device was disassembled and the inside was investigated. The glue on the downstream sensor was not fixed anymore. No other visible damage was found. 4. Judgment: 4.1 the complaint could be confirmed. During the investigation, the flow rate was outside the tolerance. The delivery accuracy was change to +3%. The delivery accuracy was changed and the flow rate was inside the tolerance. An approved project is in place to further address issues with the sensor.